Manufacturer narrative:
Customer service conducted troubleshooting with the customer by resetting the pump which showed that the battery stopped blinking full and went down to empty and customer service advised the customer to fully charge the battery. On (B)(6) 2021, the customer called back and indicated that the pump was not staying charged. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler to get additional information, but the only response from the customer was a request for a return label and her proof of purchase. Additional follow ups have gone unanswered. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that her freestyle flex breast pump shows full battery but powers off if unplugged. On (B)(6) 2021, the customer called back and alleged that the pump was not staying charged. On (B)(6) the customer called back and alleged that she had not received her pump due to the address being incorrect and now has mastitis for which she was prescribed antibiotics (which is now our aware date).